Event description:
Same as manufacturing number 6000089-2004-01202. It was reported that during a coronary drug eluting stenting treatment procedure, dislodgement difficulties were encountered. The lesion was located in the right coronary artery (rca) which was described as nontortuous but severly calcified. The lesion was predilated with a voyager 2.5 x 15mm balloon inflated to 10 atm for 10 seconds. The physician attempted to implant a taxus express2 2.75 x 16mm drug eluting stent. He was unable to inflate the balloon because the stenosis was too calcified. The physician then attempted to withdraw the device. There were no issues removing the device until it reached the iliac artery. The physician lost the device in the iliac artery. The stent had not been deployed and remains there. The physician then attempted to implant another taxus express2 2.75 x 16mm drug eluting stent. The same dislodgement scenario occurred with this stent also. Again, the second stent remains in the pt's iliac artery. The procedure was successfully completed with a lekton motion 2.75 x 15mm biotronik stent which was deployed at 12 atm for 15 seconds. The pt is reported to be doing very well.